Manufacturer narrative:
Analysis of the ins (s/n (B)(4)) found the battery was at eos due to 3 overdischarges.

Manufacturer narrative:
Note that section d information references the main component of the system and other applicable components are: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) for degenerative disc disease/herniated disc pain. It was reported that the patient's ins was being replaced due to end of normal service life. It was noted to be a routine ins replacement. During the procedure the 0-7 lead would not come out of the ins that was being replaced. The physician used excessive force to pull the lead out of the ins after he completely removed the set screw. The lead was inspected and didn't appear to be damaged. There were high impedance values on contacts 4 and 5, but the surgeon elected to not do anything since programming did not use those contacts. There were no environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved as of (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.